Event description:
It was reported that the unit did not recognize the footswitch. It was further reported that after the unit was rebooted, it still did not work. The case was delayed for over 30 minutes and additional anesthesia was required.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.